Event description:
This sheath was used during implant on (B)(6) 2018. When the physician attempted to insert the lead, the sheath tip got lifted and it was unable to be used. The physician was dr. (B)(6)at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).